Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in an article that a patient underwent a sling procedure on an unknown date for the treatment of stress incontinence. The patient experienced extreme stomach cramps, pain down her legs and constant urinary tract infections. The patient underwent a procedure to remove the mesh and had an alternative operation to fix the incontinence problem. No additional information was available.